Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed missing nonskid pad on the bottom enclosure, unknown contamination on the sd card and filter access flip door, top enclosure, unknown dust like contamination was observed on the top enclosure, front panel, inlet of the blower box, bottom enclosure, pca (printed circuited assembly) board, rear panel, blower motor, blower motor seal, evidence of liquid ingress was observed on the blower motor and the blower box, keratin-like substance was observed on the blower box outlet. (B)(4) addresses the issue of keratin, evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure (B)(6). Pil is unable to directly address the symptoms. Pil cannot confirm the complaint of not enough pressure. Adverse event/product problem, product UDI (rfb), evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.